Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was faulty. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device and the power supply unit (psu) were received by resmed and an evaluation was performed. Performance testing showed that the psu led indicator was on but there was no power output to the device, therefore, it was confirmed that the power supply was faulty. The power supply unit was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was faulty. There was no patient injury reported as a result of this incident.